Manufacturer narrative:
Evaluation result: jack linkage, guide insert.

Event description:
It was reported by service report that the stretcher would not raise or lower when engaging the pump pedals. The guide insert for the foot section of this stretcher was broken. No patient involvement or adverse consequences are reported.